Manufacturer narrative:
(B)(4). The device was manufactured between january 7, 2013-january 8, 2013. The device has been received. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no evidence of leak was observed in the unit. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient control module was found to have a leak. This was observed during infusion. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.